Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the pump is vibrating without an alarm or alert. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, prime/ test, excessive no delivery test, self test and error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display and vibrator anomaly noted. Pump received with moisture damage on electronics and motor assembly, broken battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.